Manufacturer narrative:
Other details and unique identifier (UDI) fields are updated.

Event description:
It was reported that the device failed preventative maintenance (pm) due to rate accuracy being too low (minimum specification 12.41 actual reading 11.52). There was no reported patient involvement.

Manufacturer narrative:
"Short description, describe event or problem, relevant test / lab data , medical device brand name, medical device catalog #, report source other, if other specify, device manufacture date, imdrf annex a,b,c,d,e,f ,g grid and manufacturer narrative" fields are updated. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 21mar2017. The review was performed from the date of manufacture to the present date 19mar2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device failed preventative maintenance (pm) due to rate accuracy being too low (minimum specification 12.41 actual reading 11.52). There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. (B)(6). Device pending service.

Event description:
It was reported that the device failed preventative maintenance (pm) due to rate accuracy being too low (minimum specification 12.41 actual reading 11.52).